Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. There are two medical device reports associated with this event. This report is for the second eye. The manufacturer internal reference number is: (B)(4).

Event description:
A facility administrator reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, glare, and halos. It was also reported that there was a lens malfunction. The iol was exchanged for a monofocal lens approximately nine months following the initial implant procedure. Additional information has been requested.